Event description:
A report was rec'd that the pt was experiencing difficulty charing her ipg. The physician assessed that the ipg was bulging out of her and had moved. The pt underwent a pocket revision and was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.